Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour meter and in-house contour test strips, which gave satisfactory performance. All readings were properly stored in the meter's memory. Additionally, a device history record for contour serial # (B)(4) was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.